Manufacturer narrative:
(B)(4). Customer declined replacement product at this time. Product not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 134mg/dl. The customer's expected fasting blood glucose test result range is 80 to 100mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification in the kitchen. The test strip lot manufacturer's expiration date is 03/26/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: a 120mg/dl, (B)(6) 2017 06:00 am, fasting: yes. A 116mg/dl, (B)(6) 2017 05:57 am, fasting: yes. A 117mg/dl, (B)(6) 2017 05:39 am, fasting: yes. A 113mg/dl, (B)(6) 2017 05:58 am, fasting: yes. A 134mg/dl, (B)(6) 2017 06:04 am, fasting: yes. Memory concerns: customer concerned with (B)(6) 2017 at 06:04 am 134mg/dl.